Event description:
Related manufacturer reference number: 1627487-2022-00041. It was reported the patient's system stopped working few months ago. Diagnostics indicated the lead had high impedance. It was discovered via imaging, that there was a potential lead fracture. Surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected data: there is no allegations aginst this lead and it is no longer reportable.

Event description:
This device was inadvertently reported on. Additional information was obtained that determined the s1 lead was the one that was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.